Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak was discovered at the end of the patient¿s hemodialysis (hd) treatment. The tubing of the combiset separated where the tubing meets the transducer. During follow-up with a registered nurse (rn), it was noted that the blood leak was visually observed pooling on the floor beside the machine. The patient¿s estimated blood loss (ebl) was approximately 700 ml. The patient was able to complete treatment without experiencing a serious injury, adverse event, or requiring medical intervention. The patient was asymptomatic throughout the event, until they observed the volume of blood on the floor and became lightheaded. The patient was given supplemental oxygen (per standing order) and the lightheadedness resolved. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was not returned, preventing a physical evaluation from being performed by the manufacturer. However, a photograph of the sample was provided by the customer where blood is leaking from the luer-tp venous line. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The plant investigation was able to confirm the reported event.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak was discovered at the end of the patient¿s hemodialysis (hd) treatment. The tubing of the combiset separated where the tubing meets the transducer. During follow-up with a registered nurse (rn), it was noted that the blood leak was visually observed pooling on the floor beside the machine. The patient¿s estimated blood loss (ebl) was approximately 700 ml. The patient was able to complete treatment without experiencing a serious injury, adverse event, or requiring medical intervention. The patient was asymptomatic throughout the event, until they observed the volume of blood on the floor and became lightheaded. The patient was given supplemental oxygen (per standing order) and the lightheadedness resolved. The complaint device is available to be returned to the manufacturer for physical evaluation.